Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient did cycle charging to bring the ipg out of hibernation after a non-device related surgery but it was not successful. It was also reported that the stimulator was not working since the surgery. The physician suspected that the ipg was damaged in the surgery. It could not be verified if electrocautery was used during the surgery. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient did cycle charging to bring the ipg out of hibernation after a non-device related surgery but it was not successful. It was also reported that the stimulator was not working since the surgery. The physician suspected that the ipg was damaged in the surgery. It could not be verified if electrocautery was used during the surgery. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient did cycle charging to bring the ipg out of hibernation after a non-device related surgery but it was not successful. It was also reported that the stimulator was not working since the surgery. The physician suspected that the ipg was damaged in the surgery. It could not be verified if electrocautery was used during the surgery. The patient will undergo an ipg replacement procedure.